Event description:
Customer reported via phone, the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 145 mg/dl. The device was not dropped or bumped prior to the alarm occurring. Customer reported the drive support cap as normal and doesn't recall pressing it in while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with cracked case at display window corners, belt clip slot and battery tube threads, minor scratched display window and with missing end cap sticker.